Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak from a reagent probe wash collar. The fse replaced several hardware parts including the wash collar valve, which the fse determined to be the cause of the leak. (B)(4).

Event description:
The customer reported a leak from a reagent probe wash collar of a unicel dxc 600i synchron access clinical system. The leak was contained to the instrument. The operator was wearing gloves and a lab coat. There were no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous results generated in connection with the leak.